Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2006. New information states that the implantation date is (B)(6) 2006. The suspect medical device is a mentor smooth round high profile 630cc saline breast prosthesis, lot #5663545, UDI # (B)(4), PMA #p990075. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 12/03/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 12/05/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed two rents on the posterior view measuring 1.0 and 1.1 cm. Microscopic examination of the rent b edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rent b. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. It was initially reported that the explantation date for the suspect medical device is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).